Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. Although the caller was assisted in loading a new cartridge, the alarm recurred, so a replacement pump was provided by technical support.